Event description:
It was reported to aesculap inc. That a round filter polypropylene (part number md344) was used during an operating room aseptic presentation on (B)(6) 2024. According to the complainant the operating room rejected the tray because there was a rip next tot, he hole where the retention pin goes in. Reportedly the back table was rejected due to contamination from the filter. The adverse event is filed under aic reference (B)(4).

Manufacturer narrative:
Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
The adverse event is filed under aic reference (B)(4). Correction: section d4 UDI number corrected.

Manufacturer narrative:
Investigation results: the sample provided was sent to the manufacturing site for evaluation and the results of the investigation confirmed that there was a small tear around the center hole. The device quality and manufacturing history records (DHR) review found the device was manufactured according to specification. Retain samples were reviewed and no damages or discrepancies were observed. Based on the investigation findings, the defect is due to improper line clearance, the operator is to perform line clearance at start up to clear out any non-conforming material. This was not done effectively. The manufacturing site is aware of this issue and has entered this complaint into our trending report. The manufacturing supervisor has been made aware of this complaint.